Event description:
It was reported the patient had a loss of therapeutic effect. ¿it¿ only worked for two weeks. They had experienced pain since implant. The patient had a pinched nerve and needed surgery. The pain was so bad that they couldn¿t sleep. The area was swollen. Explant had been recommended by the patient¿s healthcare provider. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_ptm_prog, product type: programmer, patient. (B)(4).